Event description:
In 2005, the pt contacted lifescan alleging that his one touch ultra meter was set to the incorrect date and time. The pt told the customer care rep (ccr) that his meter had been set this way for 2 weeks. He went to his dr, who told hime to call lifescan. The dr tested his blood glucose on 9/2005; the result was not provided. The pt received no treatment. The ccr discovered that the meter's "c" button did not respond when it was pressed to attempt to change the time, date. Or code numbers. The meter was replaced.